Manufacturer narrative:
No device or device photo was returned for investigation. Functional and visual testing could not be performed and no confirmation due to no device returned. Due to this, no root cause was determined. The device history review of the reported lot number found no non-conformities during the manufacturing process.

Manufacturer narrative:
A2: updated to correct patient age.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that after surgery, the patient was admitted to the ICU for monitoring, and was connected to a ventilator to assist breathing, mode a/c+vc, isoproterenol was continuously pumped to maintain blood pressure, and invasive blood pressure monitoring art was placed in the left wrist, and a pressure sensor and its accessories were connected, the patient suddenly had an incorrect art waveform, the pressure of the compression bag was normal, there was blood return at the wrist catheterization. There was patient involvement, and no patient harm/adverse event reported.